Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. PMA 510k: this system is registered, sold, and marketed in (B)(4) only. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve this issue.

Event description:
The hospital reported that ventilation mode cannot be switched from manual to mechanical ventilation. There was no report of patient injury.